Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure a foreign material was found inside the sterile package. It was noted that an object looked "like a hair" was found in the sterile package of the 2.00mm x 20mm maverick² balloon catheter. The procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure a foreign material was found inside the sterile package. It was noted that an object looked "like a hair" was found in the sterile package of the 2.00mm x 20mm maverick²¿ balloon catheter. The procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the maverick 2 catheter was received inside a carrier tube (hoop) within an opened maverick 2 product pouch and shelf box. The batch number on the returned product pouch and shelf box matched the information on the device. There was a 8cm black piece of fm (foreign matter) (hair) inside the shelf box flap that opens and closes the box. The position of the carrier tube inside the product pouch indicated that the carrier tube had been removed from the product pouch and put back in. Because the returned packaging was opened and the device removed, it cannot be determined definitely where the fm originated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).